Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: samples received: there are no samples available and batch number is not known. Analysis and results: according to the information received, there are three possible batches affected: 115414, 116382 and 116445. There are no previous complaints of any of the three possible code-batches involved. Manufactured (B)(4) units of the batch 115414, (B)(4) units of the batch 116382 and (B)(4) units of the batch 116445. There are (B)(4) units in stock of the batch 115414 and (B)(4) units in stock of the other batches (116382 and 116445). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Requested 36 closed samples from stock of the batch 115414 for analysis. Needle attachment results before releasing the product were 0.83 kgf in average and 0.58 kgf in minimum and fulfilled the OEM requirements. Without any closed sample of the batch 116382 and 116445, an analysis cannot be carried out in order to make a decision. Needle attachment results before releasing the product of the batch 116382 and 116445 fulfilled the OEM requirements: batch 116382: 0.71 kgf in average and 0.64 kgf in minimum. Batch 116445: 0.53 kgf in average and 0.48 kgf in minimum. Final conclusion: although the results of the samples received from stock of the batch 115414 fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Regarding the batches 116382 and 116445, without samples a study cannot be performed to show if the affected product does not fulfill the OEM specifications. Nevertheless, note of this incident is taken and if any sample is received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. Device not returned.

Event description:
Country of complaint: (B)(6). It was reported that the needle detached from the thread.